Event description:
It was reported that the patient cassette was faulty and had to be replaced. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 - date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer visited the hospital and investigated the anesthesia system. It was concluded that the patient cassette was faulty and needed to be replaced. After the replacement, the anesthesia system was cleared for clinical use. The patient cassette was not returned for investigation as the customer decided to keep it. No device logs have been available for evaluation. We have not been able to determine the true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).